Event description:
The dealer states out of the box the dealer put the wheel on the chair and it is wobbling.

Event description:
The dealer states out of the box the dealer put the wheel on the chair and it is wobbling.

Manufacturer narrative:
Product returned for evaluation. The wheel component was unable to be tested for being out of round.

Manufacturer narrative:
Follow up to be sent if additional information is received.